Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of no image being displayed could not be identified. However, it¿s likely the cause is related to a faulty scope cable or a bad connection of the scope cable. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii video system center produced no image. There were no reports of patient harm. No further information was provided by the customer.

Manufacturer narrative:
The device was not returned to olympus for evaluation as the customer was able to resolve the issue by swapping the pigtail, as the 180 series scopes were used. The scope was pulled and there were color bars. The power was cycled, and the image was present. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.